Event description:
This is an 83 yo female who had a PICC line placed originally on 11-21-97 in her right arm. The pt rec'd tpn through the line over 12 hrs nightly. She continued for 8 days until it was noted that the line was leaking at the hub. The pt was sent back to the hosp and the radiologist inserted another PICC line, with no extension set and she was again discharged to home. 3 days later it was again noted that leaking was occurring at the catheter hub. Rn reports an extreme amount of difficulty in attempting to change out the needleless interlink adapter (in unscrewing if from the hub).